Manufacturer narrative:
The device was not evaluated as it was discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the explanting surgeon indicated this valve was exceedingly tight and it appeared to obstruct the left main coronary ostia. The root cause for this event cannot be conclusively determined with the information provided. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 21mm bioprosthetic aortic valve was explanted at implant. The device was explanted as it was noted to be exceedingly tight and it appeared to obstruct the left main coronary ostia. Because of this, the valve was removed. The aortotomy was extended across the commissure between the left and onto the anterior leaflet of the mitral valve and a pericardial patch was placed. The explanted device was replaced with a 21mm bioprosthetic aortic valve. The patient was then weaned from cardiopulmonary pass without difficulty. Because of concern due to the long pump run, an intra-aortic balloon pump was placed. The patient's hemodynamics remained stable and the patient was taken to the intensive care unit in stable condition and was discharged on post-operative day nine.